Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation and intermittent stimulation. There was no known related incident or accident reported. Each time impedance readings were checked, a different result was obtained based upon the pt's movement. There were open circuits, short circuits, and normal readings received. In addition to movement, palpating the neurostimulator also caused changes in stimulation. It was noted that the pt had lost twenty pounds and the skin over the neurostimulator was "squishy." It was later reported that the pt's outcome was unk. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.